Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable had exposed wires. The unit was able to powered on with no issues observed with the same power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The cause of the exposed wires was isolated to physical damage due to an undetermined event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires power extension cable.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.